Event description:
The advocate stated her daughter received a blood glucose reading of 300mg/dl on the contour next link , was re-tested on the doctor's meter and the reading was 110mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant no adverse event was alleged. Strip information was not provided. Product was not expected to be returned at the time of the call. Product was not replaced.